Event description:
It was reported that there was a problem during an operative procedure. One lead was found to be stripped and not useable. The company representative wanted to know how to proceed with extension available only. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).